Event description:
Reason(s) for revision:femoral neck fracture on resurfacing (within 3 months of post op)

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision:femoral neck fracture on resurfacing (within 3 months of post op). Update rec'd 13 sep 2013 - implant date confirmed. Update 1st dec 2014 - rec'd confirmation from the file handler that patient was revised due to a femoral neck fracture beyond 3 months of the implant surgery. The resurfacing head was the only product revised in this revised. Therefore the cup and the other xl products given on the update (20th nov) still remain in the patient. Please look at the correspondence between myself and the file handler for further details. I have changed the cup's complaint category to 'noncontributing - implant not removed'. A notification has been sent to america.